Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient¿s implantable neurostimulator (ins) was explanted because the patient did not like the therapy and wanted to have it removed. It was further noted that the patient did like the therapy. The patient¿s stimulation was working fine, then 2 years prior to the report, ¿all of a sudden, it stopped working.¿ the manufacturing representative turned the voltage up to 10.5v and the patient felt stimulation. The impedances were normal and between 700 and 900 ohms. The physician planned to remove the implantable neurostimulator (ins) and leave the leads. It was further noted that the implantable neurostimulator (ins) was working fine and there was a possible lead connection issue. No diagnostics were performed to confirm this. The leads were left in place for possible later diagnostics if the patient requested it.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v034825, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# unknown, product type: accessory. (B)(4). Analysis of the ins found no significant anomaly. The ins was functionally okay with only insignificant anomalies.